Manufacturer narrative:
It was reported that after eight hours of wearing the chamber-style surgical face mask, upon taking the facemask off, the nurse noted "red, raised, hot skin on the right side of my face, as well as tightening in my throat". Per report, the nurse immediately went to the emergency department where she was given steroids and an epinephrine injection. The nurse reportedly has allergies to penicillin and clams. Due to the reported incident and need for medical intervention, this medwatch is being filed. Samples are not available to be returned for evaluation. A root cause could not be determined at this time. No additional information is available. If additional information becomes available, a supplemental medwatch will be filed.

Event description:
It was reported that the nurse developed allergic reaction to the surgical facemask and the nurse required treatment with steroids and epinephrine injection.